Event description:
Healthcare professional (hcp) reports 3 ca-210 dialyzer fiber leaks noted in the first hour of treatment. Leak noted by a blood leak alarm, and testing of the dialysate confirmed a blood leak. The treatments were continued with new disposables without incident. The estimated blood loss of each incident was 200 cc. The reuse number of the dialyzer is unk. No pt injury or medical intervention reported.